Event description:
Initial information received in 20009: a prong broke off during case. Additional information received from the sales representative one week later. On the event day, the surgeon was using a lot of force with the sequoia modular screwdriver when it broke at the distal tip. The broken pieces were removed from the wound. There was minimal surgical delay and no harm to the patient.

Manufacturer narrative:
Product is an instrument and not implantable. A review of the device history record indicates the part met specification. Visual examination of the returned instrument indicates the hex mating tip is broken and a piece missing. The report indicates the surgeon used a lot of force when the driver broke. The likely cause for the instrument to break is determined to be the excessive force applied. The report indicates there was no surgery delay or harm to the patient.